Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Films evaluation summary: summary: the cause of the bilateral limb occlusion could not be determined from the films provided. Review of CT¿s and a 3d-CT film report from 16 months prior to implant revealed that the patient had a severely angulated proximal neck which contained irregular thrombus. The infrarenal neck was angulated ~ 60 deg a-p maximum and the maximum suprarenal neck angulation was also ~60 deg. The aaa contained significant thrombus (2cm avg flow lumen diameter), the distal aortic diameter was extensively calcified, and the iliac arteries were non-tortuous but moderately calcified bilaterally. Since the implant occurred 16 months after these returned CT¿s, it is possible that the anatomy may have progressed and morphology changes may have occurred. Films during implant and complete post-implant films were not available for review, and the stent graft in-vivo configuration and the reported occlusion event could not be assessed. A single returned non-contrast still angiogram image from an unknown study date, showing only the proximal end of the implanted endurant bifurcate from the suprarenal stents to just distal to the flow divider, could not help determine the cause of the occlusion. With exception of the suprarenal stents which did not appear fully opposed to the aortic wall and may have potentially been entangled, no other stent graft issues were seen. In addition, lack of contrast did not permit assessment of the stent graft patency, the implanted position of the bifurcate relative to the visceral vessels could not be seen, and no stent graft measurements could be obtained. It is possible that the angulated neck and calcification observed in the distal aaa sac and iliac arteries may have contributed to the occlusion. The amount of limb to vessel oversizing is unknown, and assessment of the limb flow lumen along the entire length including location of any overlapping limbs could not be performed. The occlusion may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. The cause of the mi could not be determined from the returned films. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: etlw1613c93e, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: esbf3614c103e, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an 60mm abdominal aortic aneurysm. The patient right iliac artery diameter ranged from 11-12mm and the left ranged from 8-10mm. It was reported that the patient presented emergently the next day with no pulses bilaterally and in respiratory distress. The physician reported that this was due to thrombosis. An intervention procedure was carried out. It was reported that no pre-operative CT or intra operative angiogram was carried out. A thrombectomy was performed on both sides and flow was restored on the left by using a non-mdt catheter. It was reported that a clot was removed from the right but the physician was unable to restore flow and so a fem-fem bypass was carried out to restore flow to the right leg. It was reported that after leaving the operating room the patient went downhill and suffered a myocardial infraction. The patient expired the same day of re-intervention. The physician reported the cause of the event to be due to a mechanical issue with the stent graft. It was also reported an autopsy will not be carried out. No additional clinical sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.